Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary (photo): the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of one photo revealed that the tibial nail advanced ø10 l 345 was observed with the distal inlay protruding from the nail, likely caused by damage to the structure of the inlay. In the second photo, the guide can be observed coming out of the nail. However, with the information provided, it is not possible to determine a definitive potential cause. Consideration must be given to all other potential influences, such as manipulation of the device and/or surgical technique procedure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tibial nail advanced ø10 l 345. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.043.235s lot number: 5923p04. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 30 may 2023 manufacturing site: jabil bettlach expiry date: 01 may 2033.

Event description:
It was reported that during the surgery on an unknown date, a tna nail was used, which presented a failure in distal blocking, causing the guide to become trapped with the peek material and preventing its removal. This forced the removal of the implant and the use of a different one. The doctor did not perform any procedure different from that indicated in the surgical technique. Procedure was completed successfully with a delay of approximately 30 minutes. There was no patient consequence reported.